Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed any additional info will be reported in a supplemental report.

Event description:
During the twin hook surgery, the outer introducer and inner introducer were assembled, and it was assembled to twin hook. And the tip of this inner introducer broke when the surgeon inserted the twin hook to the barrel of side plate. Therefore, the surgeon used chs of the competitor and surgery was completed.